Event description:
In 1985 pt underwent breast reconstruction following left modified radical mastectomy and right subcutaneous mastectomy with placement of silicone breast implants bilaterally. Following this surgery, pt has developed increased pain and discomfort and a bakers IV, grade IV capsular, contracture on the left, and a baker's grade iii capsular contracture on the right, has developed "symptomatic" pain and discomfort, and is unable to move her left arm and shoulder to brush her hair secondary to this discomfort. She also developed a new mass over the right breast implant. Implants removed 3/20/96 and replaced with saline implants.